Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
The consumer reported the patient programmer was not powering on or able to communicate with the implantable neurostimulator (ins). It was indicated the patient was using super heavy duty batteries and had no regular alkaline to try over the phone. The patient was able to synchronize with the implant once, which indicated the ins was on program 2 at 2.8v. The patient was to obtain regular alkaline batteries and then try synchronizing with the ins. It was noted she was struggling with passing urinary and bowels. The patient could not feel stimulation and was having bladder and kidney discomfort, which the patient indicated seemed like a urinary tract infection (uti). The patient no longer felt stimulation, unless settings were adjusted. Interventions involved the patient speaking with her physician and having a urine draw (B)(6) 2015 to check for a uti. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.